Event description:
Per the clinic, the device was explanted (date not reported) due to cerebrospinal fluid leakage.it is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; patient is scheduled to be reimplanted on (B)(6) 2012. Per patient's surgeon, csf leak was completely resolved during explant surgery. Correction: the correct model # of the device is ci24re (ca); not ci512 as previously reported. This report is filed (B)(6) 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's device record, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2012.